Event description:
It was reported to covidien on april 15, 2009 that a customer had an issue with a hemodialysis catheter. The customer reports thrombus formation at the tip of the mahurkar 11.5 fr. Catheter, requiring the catheter to be removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.